Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified coronary artery. After pre-dilation was performed using a 3.25x20mm quantum balloon catheter, a 3.50x32mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The physician opted to deploy the stent. However, during the first inflation, the balloon ruptured. The ruptured balloon was completely removed from the patient, including the stent. The procedure was completed using another stent. No patient complications were reported and the patient's status was fine.